Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2025 and a drain was used. The blue trocar cap was adhered to the trocar, and it might be damaged. The product was not used for the patient. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Upon receipt and analysis it was noted there were sticked marks.

Manufacturer narrative:
Product complaint#: (B)(4). H3 evaluation: complaint sample review: complaint sample of drain with trocar were received for evaluation: sample a -one with fixed drain. Product was checked visually and found that there were sticked marks visible on the trocars, nearby drain-trocar joint. Also, the drains had similar chip-off marks. Documents review: during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review: no negative observation was found. Review of defective sample's image / video: not applicable, as there was no complaint sample image / video received for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.